Manufacturer narrative:
Awaiting product return, if the product is retuned smith medical will reopen this complaint for further investigation.

Event description:
It was reported that the medfusion pump had and issue with the battery and interconnect board. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2022-03254. The report was submitted in error., corrected data: corrected information provided in h10.